Event description:
Smith & nephew rec'd notification that a biorci interference screw broke during a surgical procedure and was removed. Limited info was rec'd in the event report and requests for add'l info have been made.